Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the device including nicks and scratches. The latching pins inserted through the side plates as intended. There was wear to the roller gear, galling to the roller shaft, and deformation to the roller extension "square" end. Also, there was significant damage to the comb in that a section was flattened and another section was deformed, both noted comb issues prevents a cutter from properly passing through the comb and seating in the device. The test mesh could not be performed due to the flattened and deformed sections of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller, side plates, hinges, gear and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed with the device due to the damaged comb. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that there was significant damage to the comb, galling to the roller shaft and deformation to the roller extension end. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not pulling skin through. Initial inspection of the returned comb revealed there was significant damage to the comb in that a section was flattened and another section was deformed. No adverse events have been reported as a result of the malfunction.